Event description:
It was reported the device did not allow to check the pacemaker. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by the local philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator indicating that the device's pacemaker check failed. The device use was unknown at the time of the event, however, there was reportedly no patient harm. Available details indicate that the device had exhibited symptoms of a pacemaker check failure. Details provided in an email indicate that the customer was provided a quote for repair. Customer resolved the issue themselves and quote was cancelled. No repair was performed. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Customer resolved the issue themselves and quote was cancelled. No repair was not performed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.